Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, noise resulting in oversensing and episodes of automatic mode switching was observed on the right atrial (ra) lead. Lead provocation testing was performed and the electrical anomalies were reproducible. The physician suspected lead insulation damage to be the cause of the event. During an unrelated procedure, the ra lead was capped and replaced to resolve the event. The patient was in stable condition following the procedure.